Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that no ECG was recorded when paddles were placed on a patient. Another device was used to complete a cardioversion. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional information has been requested from the user.

Event description:
A customer reported that, during an elective synchronized cardioversion, the external paddles did not display an ECG waveform. Replacement of the paddles and ECG cable, and cycling the power did not resolve the symptom. Another device was used to complete the synchronized cardioversion. This report has been updated from a serious injury to a non adverse event as additional information received clarified the treatment was an elective sync procedure which was not life-threatening. The device was in use on a patient and there was no adverse event to patient or user. The device was evaluated by the hospital biomedical engineer and the reported symptom could not be reproduced. A philips authorized service provider evaluated the device. The device passed all functional testing and no device malfunction was identified. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.